Event description:
Due to recurrent pain, the pt underwent cardiac catheterization. Recurrent stenosis of the stent site within the right coronary artery. During angioplasty of the stented site, the balloon broke at 13 atm, below the rated burst rate. A second balloon was deployed and balloon broke at 15 atm, below the rated burst rate. The broken balloon was caught on the stent and unable to be removed. Pt was taken to surgery in stable condition. Emergent myocardial revascularization was performed.